Event description:
Additional information indicated that this device was explanted.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed an infection. Additional information from the field representative indicated that all leads were explanted; however, there is no indication whether this device was explanted.